Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had a pocket revision due to a huge hematoma. Moreover, there was no effect on this crt-d's function. Additional information was received indicating that the pocket revision made was blood drained from the hematoma. Moreover, there were no changes made to this crt-d. The crt-d remains in service. No additional adverse patient effects were reported.